Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with quik-combo disposable pacing/defibrillation/ECG electrodes and a quik-combo defibrillation adapter and the monitor displayed the patient's rhythm as "pea". According to the reporter, the operator initiated pacing therapy without connecting the pacing cable and pacing electrodes to the patient and the device. The reporter stated that each time the device's pacer button was pressed the device alarmed and displayed "leads". CPR and medications were administered and the patient was transported to the hospital. The patient outcome is unknown.